Manufacturer narrative:
Unable to perform the displacement test and the cap or reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, broken reservoir tube lip and fading serial number label. The pump was uploaded using carelink pro. Carelink pro listed all test data. No history anomaly noted on carelink pro currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump getting an error when trying to upload insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.